Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator did not deliver therapy to patient in cardiac arrest. The patient died.

Manufacturer narrative:
A philips bench technician evaluated the device and was unable to duplicate the failure. A philips clinical specialist reviewed the electronic file from this event which showed that on 8/12/2016, the device was powered on into the manual mode and 150 joules was selected. At 1:34 elapsed time, the energy selection was increased to 200 joules. The ECG waveform was noisy and there were 3 sets of pads off/on messages during the event. No energies were charged for delivery to the patient during this event. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. There was no information to support that a malfunction of the device occurred. The users did not select energy for delivery of therapy.